Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pacemaker dependent patient experiencing a syncopal episode presented in emergency room. Upon device interrogation, the right ventricular lead exhibited high pacing impedance. The lead was capped and replaced without complications.